Event description:
As reported by the user facility: over infusion, no patient injury. (B)(4), serial number (B)(4). Incident occurred (B)(6) 2013, at 3:30 am, reports nurse noted patient's blood pressure dropped specifically. Pump was set to run levophed, when she checked pump it had changed to dobutamine. Pump was removed from service and replaced. Patient was not injured. Reference MFR report 9610825-2013-00436.